Event description:
Healthcare professional reported right side rupture confirmed by MRI for non-abbvie device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h6.

Event description:
Healthcare professional reported right side rupture confirmed by MRI. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.